Manufacturer narrative:
(B) (4). (B) (4). The device was not returned for investigation; therefore, no complaint root cause can be identified. Based on the review of the lot history record, it can be assumed that the device was in working order and left abbott vascular (B) (4) in (B) (4) as per specs. Failure to cross can be as a result of several factors which include the interaction with pt anatomy and/or the interaction with an implanted stent and/or accessories used in conjunction with the ptca catheter during the procedure. Case severity and pt anatomy also influence the occlusion-crossing characteristics of a ptca device. The 3.5 x 12 mm xience v stent ((B) (4), (B) (4)) is being reported under a separate MFR number.

Event description:
Device issue: failure to cross with a graftmaster is an issue known to require a second device or additional procedure. Time of device issue: during the procedure. Adverse event: medical intervention. It was reported that a 3.5 x 12 mm promus stent was deployed in the proximal circumflex lesion. A 3.0 x 15 mm promus stent was deployed distally and another 3.0 x 15 mm promus stent was deployed proximally. Under fluoroscopy, after the two 3.0 x 15 promus stents were deployed, a small perforation was noted at the distal edge of the 3.5 x 12 promus stent. The graftmaster could not be advanced due to the calcification and tortuosity of the vessel to treat the perforation. A balloon catheter was used to seal the perforation. Reportedly, the pt outcome was fine and the pt was due to be discharged the next day. Though requested, no additional event or pt info is available.